Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 component codes, type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. Valve dehiscence is not a malfunction of the device. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
The subject device is not available for evaluation as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards lifesciences will continue to monitor all reported events. If any additional information is received a supplemental MDR will be submitted.

Event description:
It was reported through implant patient registry that a patient with a 29mm 3300tfx aortic valve implanted for 1 year 1 month underwent redo aortic valve replacement due to dehiscence with severe perivalvular regurgitation and ai. Patient presented with congestive heart failure. A 27mm 3300tfx aortic valve was implanted in replacement: replacement of the aortic root and ascending aorta with a composite conduit consisting of a 27 millimeter edwards magna ease pericardial aortic valve and 32 millimeter sinus of valsalva vascutek graft (inclusion bio bentall technique). The patient tolerated the procedure well and was then transported back to the thoracic intensive care unit in stable but critical condition. A conduction disturbance (junctional rhythm) was on pod#3, that did not require a pacemaker. Patient was discharged good to home/self care on pod#7. Per medical records surface echo on (B)(6) 2021 showed severe perivalvular regurgitation, transesophageal echocardiogram on (B)(6) 2021 showed dehiscence of his bioprosthetic aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.